Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10: h10: the device was received for evaluation. A visual inspection performed using the naked eye found the bladder had been ruptured. The ruptured bladder was examined for signs of abnormality that may have potentially caused the rupture problem. No signs of abnormality were found. The reported condition was verified. The cause of the condition was not determined; however, the most probable cause is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) had "leakage of the device". The reporter stated, ¿the contents of folfusor was spilled in the bottle, later they purged the pump with 48.2 ml of 5% glucose, and before adding 36.8ml of 5fu (fluorouracil) no issues occurred". The issue was identified during preparation. There was no patient involvement. No additional information is available.